Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. Guidant received additional information that this patient's replacement surgery was fine and the patient was discharged the same day. However, there were wound complications afterwards with heavy bleeding and the patient's blood pressure dropped dangerously low. The patient was rushed to hospital and had two additional surgeries. Damage to the patient's kidneys was noted and the patient's whole body was black and blue from the bleeding. The patient is now recovering in a nursing home and hopes to recover enough to move to assisted living.